Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of short interval counts (sic) and noise. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was additionally reported that the lead had low impedance. The lead was capped and replaced.